Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) and also has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. The device was manufactured in jun of 2013 and had an approximate field life of four (4) years and four (4) months with an unknown frequency of use. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, provisional was fractured when the surgeon was trying to remove it after trialing. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, provisional was fractured when the surgeon was trying to remove it after trailing. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.